Manufacturer narrative:
Product analysis : analysis confirmed the customer comment that the programmer shows a white display screen. Replaced intermittent low voltage differential signal board. Power cord bay assembly tabs broken; replaced power cord bay assembly. Keyboard tab is broken; replaced keyboard with salvage part. Right display latch hasp broken; hasp replaced with salvage part. All salvage material has been inspected per applicable requirements. Reconfigured hard drive, and reloaded and updated software. Device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer powers up normally, but the display screen shows all white and is frozen. The programmer was returned for service. No patient complications have been reported as a result of this event.